Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was reported as discarded by the facility, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this type of event is the second implant did not deploy from the cannula. The most likely cause(s) of this type of event include not using the technique of rotating/twisting the spear during insertion of the implants, not setting the depth stop to the appropriate depth which will therefore not allow the implant(s) to deploy successfully behind the meniscus, not allowing the trailing suture to remain free and unobstructed during implant insertion and/or by not following the deployment sequence as outlined in the surgical technique guides. Per the directions for use (dfu-0156), the user is instructed to place downward pressure on the shaft of trocar #2 where it exits the depth stop. This will release the trocar and place it into position for insertion; insert the second implant by pushing trocar #2 until the handle hits the back of the depth stop. The dfu also states if resistance is felt during implant insertion, advance trocar to depth stop and rotate trocars back and forth with controlled pressure. This will avoid damaging the implants. To avoid premature tension to construct do not pull external suture before releasing trocar #2. Do not trap external suture against handle. After implanting #1, do not move device before releasing #2. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by facility.

Event description:
It was reported that during a meniscal repair, an additional unplanned incision was made. The reporter stated there was no implant found on the second needle. The first implant was removed. The procedure changed to an inside/out technique with a different device; an additional incision was necessary to complete the case. The surgery was completed successfully and the patient current condition was reported as fine. No further patient or event information was provided at the time this event was reported.